Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 8 infusions set tube leakage at near site event on (B)(6) 2024. Infusion set has been used for less than 2 days. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 3003442380-2024-11256 - device 6 of 8.